Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention or patient consequence was reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-06048 as this event was already reported in 2017865-2026-05954.